Event description:
Boston scientific received info that this product was implanted due to an infection. The pt will be issued a life vest on a permanent basis.

Manufacturer narrative:
As no further info concerning this report is expected, our investigation is complete. This investigation will be updated should further info be provided.